Event description:
It was reported that when they tried to charge their implantable neurostimulator (ins) with the recharger, they weren't able to because all they could get was the "reposition antenna" screen. Patient (pt) said they usually charge their ins every other day but they hadn't charged their ins in the last couple months because they had forgotten to. During call, pt attempted to charge ins and got the reposition antenna screen on the insr (the insr itself was charging like normal from the dtc and there was no damage seen to the insr antenna). Pt attempted to connect with ins using the 37642 patient programmer. Pt had to put new aaa batteries in the patient programmer during the call because at first the patient programmer wasn't powering on. Once the patient programmer powered on the patient got poor communication on the patient programmer when they attempted to connect with the ins. Patient services (pss) reviewed possibility of overdischarge due to both pieces of external equipment not communicating with ins and the amount of time pt said they hadn't charged their ins in. The issue was not resolved. The caller was redirected to pss let pt know that pss was sending a new recharger antenna cable just to rule out any insr issues. Pss reviewed this would not likely resolve the issue and reviewed that pt may have to follow-up with healthcare provider regarding possible overdischarge. No symptoms were reported. Additional information received from the consumer reported they received the replacement antenna, but they continued to get the reposition antenna screen when they tried to charge the implant. It was reviewed the implant as likely overdischarged and the consumer was redirected to their healthcare provider.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37791. Product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.